Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was something wrong with the resistance during simulation. There was no patient involvement.

Manufacturer narrative:
(B)(4).